Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the reported issue from the error log. The 2070 clogging detected error was reproduced by running a sample. The fse checked the clog detection circuit and components for clogs, adjusted offset, and gain on the clog detection main arm. The customer was able to run for several hours; however, the error returned. The fse replaced the pressure sensor, sample syringe, set pressure, and then checked liquid sensing. The customer was able to run for a couple of hours, but error returned again. The fse then replaced the main arm assembly, performed all alignments, ran #tt3 cal, precision, and dilution; approximately 50 - 148 samples were ran without error. No further action required by field service. The aia-2000 instrument is functioning as expected. The main arm assy (part # xp032) was returned to tosoh instrument service center for investigation. Functional testing could not confirm the reported issue was due to failure of the main arm assembly as the error could not be duplicated. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 02mar2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: 2070 clogging detected during specimen suction by main arm cause: the negative pressure detected after specimen suction exceeded the standard. The specified amount of specimen may not have been obtained because the sampling nozzle was blocked. The measurement result will be flagged (sc flag). Solution: verify that the specimen is free of solid substances (such as fibrin) or that there is sufficient volume of specimen if it is prepared in the primary tube and retry the measurement. If retry fails, contact tosoh service center or local representatives. The probable cause of the reported issue was not identified as the issue could not be duplicated during functional testing of the returned part.

Event description:
A customer reported getting error message "2070 clogging detected during specimen suction by main arm" on the aia-2000 instrument. The error occurs as soon as the tip goes into the sample tube. The customer cleaned the outside of the sample probe and checked for obstruction inside the probe. The error reoccurred when the sample run was started. Technical support specialist (tss) had the customer perform the sample nozzle cleaning macro. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.